Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 8/4/2020. The abbott customer service representative performed trouble shooting, inspected the instrument, and replaced the alinity I wash cup baffle which resolved the issue. Replacement of the part resolved the issue, as an instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) since the service activity was completed. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity I wash cup baffle did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the alinity I wash cup baffle, was identified.

Event description:
The customer observed false reactive alinity I anti-hcv results for six patient samples. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): results range from 1.02 s/co to 2.22 s/co, repeat results on another alinity ((B)(6)) = reactive (values ranging between 1.02 s/co to 2.22 s/co) results on vidas platform = negative for all samples. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I anti-hcv results for six patient samples. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): results range from 1.02 s/co to 2.22 s/co, repeat results on another alinity ((B)(6)) = reactive (values ranging between 1.02 s/co to 2.22 s/co) results on vidas platform = negative for all samples. No impact to patient management was reported.